Event description:
The patient was placed in a mayfield head holder and flipped prone onto the jackson table. While the physicians attempted to lock the patient into the mayfield, the head moved and caused a scalp laceration. The mayfield holder was removed and staples were placed in the laceration. The mayfield holder was reapplied and the patient was successfully locked into position. The device is not available to be returned by the customer. Additional information has been requested and on 06oct2016 the following was provided by the customer: the patient was to undergo a cervical laminectomy. No stereotaxic device was used. A1083 mayfield disposable adult skull pins were used (lot number unknown). The customer reported that she could not identify which skull clamp was used in the incident. But, the a1059 mayfield modified skull clamp is the clamp model used by the hospital and the base unit model # is a2101. The incident happened as the physicians were locking the patient into the holder. The patient then had bradyarrhythmia and the procedure was aborted. The patient was stable in recovery.

Manufacturer narrative:
Integra completed its internal investigation 12/15/2016. The investigation included: method: -DHR review. -trend analysis. Results: product was not released for inspection nor was the lot# provided. The most likely lot # could be w1607106. Device history record reviewed for this product ID (a1083) work order / lot # w1607106 were manufactured on 09/23/2016 show no abnormalities related to the reported failure. The pins manufactured under this work order / lot # passed all required inspection points with no associated mrr¿s, variances or rework. No manufacturing or design related trend has been identified. Conclusion: in summary, the device was not released for evaluation after several documented attempts. Therefore, the root cause to the end users experience could not be determined. Due to the nature of this reported failure, the mayfield patient positioning for success chart has been provided to the customer as a refresher tool.